Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricle (rv) lead. No intervention was performed at that time. In late august the patient present with syncope. At this time, the noise resulted in pacing inhibition and loss of capture due to suspected lead fracture. The lead was capped and replaced. The patient was stable.